Event description:
An optometrist reported, a case stage 1 dlk (diffuse lamellar keratitis, right eye, at one day post op lasik. The pt was treated on a taper of prednisolone acetate and loteprednol tobramycin eye drops for four days. At one week post op the pt's condition had resolved, treatment completed, ucva was 20/20. No further details available for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).